Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator for analysis. Definite signs of use were observed. Visual analysis revealed that the dilator tip appeared damaged and pinched. The overall length of the dilator measured 101mm which is within the specification limits of 95.2mm - 108mm per the dilator product drawing. The outer diameter of the dilator measured 2.84mm which is within the specification limits of 2.82mm - 2.87mm per the dilator extrusion graphic. The inner diameter of the dilator measured 1.6002mm, which is within the specification limits of 1.60mm. - 1.70mm per the dilator extrusion graphic. The inner diameter of the distal tip could not be accurately measured due to the damage. The dilator was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin.". A lab inventory guide wire was threaded through the returned dilator, and met little to no resistance. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, " do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a dilator tip damage was confirmed through investigation of the returned sample. The dilator tip appeared damaged and pinched. Despite this, the dilator met all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that the dilator tip was found damaged during use on the patient. The patient was fine.

Event description:
It was reported that the dilator tip was found damaged during use on the patient. The patient was fine.

Manufacturer narrative:
(B)(4).